Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twelve devices were received for evaluation; 12 events were confirmed during testing. Eleven devices were found to be affected by corrosion. One device was affected by damaged components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device had run-on. Ten reported events had no patient involvement; no patient impact. Two reported events had patient involvement; no patient impact.